Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The unit passed the electrical continuity test. No sign of damage on the conductor wire. An additional observation not related to the customer reported complaint: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.049¿ - 0.167¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted burch colposuspension surgical procedure, the plastic on the jaws of the fenestrated bipolar forceps was charred. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.